Event description:
An aneurx stent graft system was implanted in a patient for treatment of a 5.5cm abdominal aortic aneurysm. It was reported that follow-up appointments during the first 3 years showed no reduction in abdominal aortic aneurysm size. It was reported that there was a small graft kink observed at the bifurcate aortic body after 3.5 years. The CT at 4 years demonstrated that the graft had migrated distally to well below the renal arteries, with continued progression of the graft kink, and no change in aaa size; however, no endoleak was observed. It was reported that due to the severely angulated and tortuous aortic neck, mitigated further migration and a potential proximal type 1 endoleak. The physician elected to remove the stent graft and convert the patient to conventional stent graft via an open surgical repair. It was reported at the time of explant, a significant angulated and short neck was observed, and the distal limbs were found well fixated and removed with some dissection. No additional clinical sequelae were reported and the patient is fine. Evaluation summary: the analysis of the explanted stent graft has been completed. Upon examination of the returned graft, the exact cause of the graft migration cannot be confirmed; the severely angulated neck and aorta morphology changes likely contributed to the migration. A 60 degree graft kink was found on the graft main body at ring 3 (outside the seal zone), with multiple stent fatigue fractures observed along the length of the aortic body. No fabric integrity issues were found along the bifurcate proximal and mid-body. It is possible that the fractures observed on rings 1 & 2 may have reduced the proximal radial force fixation and contributed to the migration. The angulated neck and morphology changes could have contributed to the stent fracture observed on the device.